Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. (B)(4) for the reported issue of stent migrated. The product was disposed; therefore, a technical analysis could not be completed. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Stent migration is a known complication associated with the use of this device, and is listed in the directions for use (dfu) / product label. Therefore, the root cause of this complaint is anticipated procedural complication.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal stent was implanted within the patient during a stent placement procedure on an unknown date. According to the complainant, the stent migrated into the stomach. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.